Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient had a unrelated MRI procedure but did not bring her patient programmer (pp) to the appointment. Patient stated that she spoke with an employee and they had told her she just needed to turn the device off. Patient services (pss) reviewed that that was not the policy here and that we had no call history from her. Patient then stated her device doesn't work anyway and she will be having it removed. Patient services discussed scenarios on if the battery is discharged or overdischarged. Patient reported that her device is going to be taken out, doesn't work right and is completely dead. Patient stated she doesn't like the device and hurts her and is getting it taken out. Patient stated she has not charged it because she does not want to use it. Patient services (pss) reviewed if device is dead it cannot be placed in MRI mode and would be up to facility whether they are comfortable or not. Pss advised on contacting healthcare provider (hcp) as well. Overdischarge was reviewed. Patient stated she needs an MRI of the back. Patient stated she has had more problems with the device than help with it. Patient reported she went to her hcp this week and stated she wants the device taken out. Patient stated its been adjusted and they are planning on taking it out. Patient stated having other pain in lower back and was put in for the neck. Patient reported she has not used it for a couple weeks. No further complications were reported/anticipated.